Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-03000. Follow-up information provided the patient had one lead explanted and replaced on (B)(6) 2019. During impedance check in post-op, a few contacts were low. Effective therapy was restored. Both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-03000.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03000. It was reported the patient controller was not able to program the ipg to MRI mode. System diagnostics revealed low impedances on one lead except one contact. Troubleshooting was tried to no avail. As a result, surgical intervention may occur later.

Event description:
Device 2 of 2; reference MFR. Report: 3006705815-2018-03000.